Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose value. The customer was in emergency room due to low blood glucose value on (B)(6) 2018. Customer¿s high blood glucose was 400 mg/dl. The customer¿s blood glucose value when admitted to hospital was 28 mg/dl. The customer¿s current blood glucose value was 317 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose and low blood glucose value. Customer stated insulin was not dripping or squirting out from end of set before connecting at their site. The customer treated with the high blood glucose with insulin pump and low blood glucose value with glucose tablet. Troubleshooting was done for both high blood glucose and low blood glucose and under delivery and over delivery. The drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported low blood glucose event and high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivery and over delivering. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.